Event description:
Lab results have cleared. Patient has healed from the infection.

Manufacturer narrative:
B5. Describe event or problem - correction - full implant should have been included on the supplemental #1 MDR. H3. Type of investigation - correction - code b14 should have been included in initial MDR.

Event description:
Patient had a full implant after the infection resolved.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The patient was seen to have an abscess around the generator. Patient was admitted for IV antibiotics and was noted to be having a removal of the generator. The infection will be allowed to heal for a few months and the patient will be reimplanted. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.